Manufacturer narrative:
The hospital biomed inspected the equipment and noted the inspiratory flow sensor had a broken pin. Gehc recommended to the biomed to replace the flow sensor.

Event description:
The hospital reported the unit was providing flow sensor alarms. There was no report of patient involvement.